Event description:
It was reported that the 9900 system needed the cross arm brake and the wig wag brake checked. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The wig wag brake was found loose and was tightened during the service call. The system was tested and found to be working as intended and put back into service.